Manufacturer narrative:
The drill was received by the MFR and the complaint was confirmed. Internal components were evaluated, extensive corrosion was discovered and there was electrical damage from the corrosion to the motor assembly and the rotor assembly. Internal corrosion of the electrical components of the motor assembly can cause the type of failure reported. The motor and rotor assemblies and bearings were replaced. The drill was cleaned for preventative maintenance purposes. The drill was repaired and returned to the user facility.

Event description:
It was reported that the drill heated up. This event did not occur during a surgical procedure, there was no pt involvement. There was no user injury reported, and no other adverse consequences alleged with this event.